Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 . Zip four: 1219. Correction: this emdr is being submitted to correct the submitted report type under b1, report source under g2, PMA /510(k) under g4 additional information - this MDR is being submitted to include the below: d3: manufacturer e2: health professional e3: occupation h6: investigation results under type of investigation, investigation findings, investigation conclusions h8: usage of device h11: investigation summary complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction code connection/adhesive issues- accidental - not infusion set related it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of complaint investigation: lot no. 6015870 was provided, however, as no product malfunction was alleged: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Patient city: (B)(6) patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient reported that patient's mother found a part of the infusion set in the shower due to detachment which cause blood glucose to rise high. There may have been stress on the tubing.